Event description:
It was reported there was a burning sensation. It was reported the patient was experiencing burning beneath the battery . It was logged the burning had been present for a couple of months and was worse after he stood for a while. It was logged the implant was in his flank and the burning was present all the time. It was reported there was no fever, the skin looked ok, the stimulation worked well and paresthesia was appropriate. It was noted the burning was present with and without stimulation on. It was noted there was no weight change, no falls, and no accidents. It was logged that a CT scan was done on (B)(6) but the burning was present before scan. It was noted the patient did not use stimulation all the time - 43% time use from previous measurement. It was reported the patient was not feeling how while recharging, and there were no weird screens on recharger. It was logged no MRI was done, no physical therapy, and no pet scan. It was reported pressing on the neurostimulator made it worse and they were questioning a neuroma formation. It was logged they were to follow up with a neurosurgeon. Additional information received reported the cause of the event was mobility of the neurostimulator (ipg) beneath the skin causing s ubcutaneous irritation. It was reported clothing was causing movement. It was noted there was movement of the ipg within the "capsule." It was logged they had "padding with slight/gentle compression to protect the tissue and minimize battery movement." It was reported the patient did not require hospitalization due to the event, and had no injury and non-serious injury/illness for patient outcome. It was noted the patient had good response to the measures to reduce the mobility of the ipg and he was satisfied with his progress as of 2014 (B)(6). It was logged the symptoms associated with the reported event were pain, and irritation of tissue adjacent to ins. It was reported that in follow up discussion the patient reported resolution of symptoms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 37651, serial# (B)(4), product type recharger. Product ID 3777-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead, product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).